Manufacturer narrative:
Device history records were reviewed for the femoral component and no deviations or anomalies were identified. Implants used were verified for compatibility. Per associated labeling, no compatibility issues are noted. The device is used for treatment. Operative notes were not returned for review, but it was reported that there was wear of components after 20 years implanted. A product history search revealed no additional complaints against the femoral part and lot combination. A definitive root cause of the reported wear cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00578008706, miller/galante bone screw, lot #unknown, qty 3. Catalog #00578006002, miller/galante tibial component, lot #64878700 . Catalog #00578008705, miller/galante bone screw, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised more than 20 years after implantation for an unknown reason.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to wear of the components.